Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-38326. Related manufacturer's reference number: 2017865-2021-38327. Related manufacturer's reference number: 2017865-2021-38329. It was reported the patient presented in the hospital. It was observed the patient had an infection. The patient had there implantable cardioverter defibrillator, right atrial, right ventricular and left ventricular leads were explanted on (B)(6) 2021 and replaced (B)(6) 2021. The patient was reported to be recovering.